Event description:
It was reported that during a stent placement procedure, the proximal end of the stent allegedly did not deploy. It was further reported that after 10 minutes of manipulation, the stent was successfully deployed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. The condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found with heavy imprints, and superficial deformation which indicated that the stent adhered to the stent brake during deployment. Image provided of the deployed stent demonstrating hourglass like deformation in the area of the silicone brake further confirmed that the stent was adhering to the inner catheter stent brake, which leads to a confirmed result for expansion issue. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 11/2022), g3 h11: h6 (method and result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Expiry date: 11/2022.

Event description:
It was reported that during a stent placement procedure, the proximal end of the stent allegedly did not deploy. It was further reported that after 10 minutes of manipulation, the stent was successfully deployed. There was no reported patient injury.